Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation found pixel correction was required due to damaged pixel on ccd uni and poor imaget. Additional findings were found on the device evaluation. There was a broken cable and water tightness was lost. Based on the results of the investigation, it is likely that the following led to the malfunction: due to broken cable the image is poor and lost when flexed and water tightness is lost. A device history review revealed no issues that could have caused or contributed to the reported issue. A review of DHR confirmed that the device was shipped in conformance with specifications. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had intermittent image, various different colored image, and was seemingly caused by a loose connection. No patient harm was reported.

Event description:
It was reported the subject device had intermittent image, various different colored image, and was seemingly caused by a loose connection. No patient harm was reported.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.